Event description:
Lilly case ID:(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint (pc), concerns a male patient of unknown age and ethnicity. Patient medical history included the use of unspecified insulin since the patient was 12 years old. Patient concomitant medications were not provided. The patient received human insulin isophane (nph) (unknown manufacturer), unknown dose, frequency, route of administration and start date, for treatment of diabetes mellitus. The patient also received insulin glargine (basaglar) cartridge, unknown dose, frequency and route of administration, for treatment of diabetes mellitus, beginning around 2018. It was unclear by the report if insulin nph and insulin glargine had been used together at some point. On unknown date, unknown time after starting insulin nph, via unspecified delivery method, and insulin glargine via humapen savvio red (hpsr) unclear if hpsr 1 (lot: 1405v07) and/or hpsr 2 (lot: 1410v01) the patient was hospitalized due to diabetes decompensation and a gastroenteritis. Furthermore, also on an unspecified date, the humapen savvio red 2 had a problem: it was pressed and turned, and nothing came out (lot: 1410v01; pc: (B)(4)). Information regarding corrective treatments, lab tests and outcome of the events was not provided. On an unknown date, insulin nph was discontinued due to unspecified reason. On an undisclosed date, unknown time after starting insulin glargine therapy via humapen savvio red 1, it was reported that this pen was hard to press (lot: 1405v07; pc: 5073119). Furthermore, the patient had problems with the last box of insulin glargine that he got, as the patient's blood glucose was very high. Due to this event, the patient was hospitalized on (B)(6)2020. It was reported that the patient was hospitalized for five days, three of which he spent in the intensive care unit (ICU). As corrective treatment, in the hospital, the patient received insulin glargine (lantus) from another manufacturer and the blood glucose was stabilized. It was also reported that the patient experienced nausea and vomiting while hospitalized. The patient was discharged from the hospital on (B)(6)2020, but no information regarding additional corrective treatments, lab tests and outcomes from the events was provided. On an unspecified date, insulin glargine was not solving anything, the patient was applying 55 iu and it was not resolving, and his glycemia got to 400/600 (units and normal range not provided), which was considered serious by the company due to medically significant reasons. It was provided that insulin aspart had to be bought for the patient to have lunch (as reported). No information regarding outcome of this event was provided. It was also reported that the reporting consumer wondered if the insulin glargine expiration date had any relatedness with the high blood glucose, as it had an expiration date of sep2020. Also, it was reported that all of the new insulin glargine found in the bought box was yellowish, however it looked that the yellowish color was the cartridge painting. On (B)(6)2020 it was confirmed by the reporting consumer that the insulin was totally colorless. Furthermore, the patient stored the hpsr 1 correctly, did not reuse needles and performed the pen calibration. No information regarding additional corrective treatments, lab tests and outcomes for the remaining events was provided. It was provided that, on an unspecified date, insulin glargine with a new unspecified batch number was bought and that, if all got normal, the reporting consumer would contact company again because the problem would have been in the previously reported batch number. Reportedly, the patient would consult with a physician on (B)(6)2020. Insulin glargine therapy status was unknown. The operator of the device and their training status was not provided. It was unknown how long the humapen savvio red model had been used (maximum six years). It was unknown how long the hpsr 1 (lot: 1405v07), which was manufactured in oct2014, had been used. The hpsr 2 (lot: 1410v01), which was manufactured in oct2014, had been used for about five years. Both devices were not returned to the manufacturer, furthermore humapen savvio with pc (B)(4) was troubleshot and was noted to be working correctly. The reporting consumer did not provide an assessment of relatedness. Update 06mar2020: additional information received from the initial reporter on 03mar2020 and 04mar2020 was processed within initial case entry. Updated 09mar2020: upon internal review, on 09mar2020, it was determined that the case (B)(4) is a duplicate of this case; therefore, (B)(4) will be deleted from database. All information from (B)(4) had been captured in this case. Edit 10mar2020: upon internal review of initial information received on 03mar2020, updated batch number of humapen savvio red 1 from c338220a to c338220a/1405v07. Narrative was updated accordingly. Update 11mar2020: additional information was received on 05-mar-2020 from initial consumer reporter. Added: initial consumer reporters contact details; details about non-serious event of lack of drug effect; new serious event of blood glucose increased; insulin aspart as new treatment drug; new dosage regimen of insulin glargine with 55 iu; details about insulin glargine being colorless; information regarding new unspecified batch of insulin glargine being bought and consult with a physician on (B)(6)2020. Corresponding fields and narrative updated accordingly. Update 13mar2020: additional information received from the call center on 10mar2020 confirmed that the five day hospitalization referred to the same one the patient was hospitalized due to very high blood glucose. No updates were added into the case. Edit 18mar2020: upon internal review of initial information received on 03mar2020, the insulin nph was recoded using the company dictionary (human insulin (rdna) nph unk manu). Causality and expectedness considering this insulin was added. Narrative and corresponding fields were updated accordingly. Edit 19mar2020: updated medwatch fields for expedited device reporting. No new information added. Update 10apr2020: additional information received on 09apr2020 from the global product complaint database. Changed the lot number from c338220a to 1405v07 for product complaint (B)(4) relating to the humapen savvio (red) device. Entered device specific safety summaries (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. For pc (B)(4) malfunction changed from unknown to no. Added date of manufacturer for pc 5073119 associated with lot 1405v07 of humapen savvio (red) device and for pc (B)(4) associated lot of 1410v01 of humapen savvio (red) device. Corresponding fields and narrative updated accordingly. Edit 13apr2020: upon internal review, this case was reopened to added basaglar as the product delivered by hpsr 2 and to update the narrative clarifying that it was unclear how insulin human nph was delivered. Narrative and corresponding fields were updated accordingly. Edit 29apr2020: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 10apr2020 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2020-00030 since there is more than one device implicated. Evaluation summary: the father of a male patient reported that his son's humapen savvio device was hard to press. The reporter also stated he had problems with the last box of insulin glargine that he got (batch c994689j, manufactured 16-oct-2018) as the patient's blood glucose was very high. Due to this event, the patient was hospitalized on (B)(6)2020. The patient experienced increased blood glucose and diabetic metabolic decompensation. The device was not returned to the manufacturer for investigation (batch 1405v07, manufactured may 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to difficult to dose issues. A batch record review did not identify any manufacturing-related issues which would have impacted dose accuracy. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Regarding the insulin, an administrative investigation did not reveal any abnormal results. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint (pc), concerns a male patient of unknown age and ethnicity. Patient medical history included the use of unspecified insulin since the patient was (B)(6) years old. Patient concomitant medications were not provided. The patient received human insulin isophane (nph) (unknown manufacturer), unknown dose, frequency, route of administration and start date, for treatment of diabetes mellitus. The patient also received insulin glargine (basaglar) cartridge, unknown dose, frequency and route of administration, for treatment of diabetes mellitus, beginning around 2018. It was unclear by the report if insulin nph and insulin glargine had been used together at some point. On unknown date, unknown time after starting insulin nph and insulin glargine via humapen savvio red (hpsr), unclear if hpsr #1 (lot: c338220a/1405v07) and/or hpsr #2 (lot: 1410v01), the patient was hospitalized due to diabetes decompensation and a gastroenteritis. Furthermore, also on an unspecified date, the humapen savvio red #2 had a problem: it was pressed and turned, and nothing came out (lot: 1410v01; pc: (B)(4)). Information regarding corrective treatments, lab tests and outcome of the events was not provided. On an unknown date, insulin nph was discontinued due to unspecified reason. On an undisclosed date, unknown time after starting insulin glargine therapy via humapen savvio red #1, it was reported that this pen was hard to press (lot: c338220a/1405v07; pc: (B)(4)). Furthermore, the patient had problems with the last box of insulin glargine that he got, as the patient's blood glucose was very high. Due to this event, the patient was hospitalized on (B)(6) 2020. It was reported that the patient was hospitalized for five days, three of which he spent in the intensive care unit (ICU). As corrective treatment, in the hospital, the patient received insulin glargine (lantus) from another manufacturer and the blood glucose was stabilized. It was also reported that the patient experienced nausea and vomiting while hospitalized. The patient was discharged from the hospital on (B)(6) 2020, but no information regarding additional corrective treatments, lab tests and outcomes from the events was provided. On an unspecified date, insulin glargine was not solving anything, the patient was applying 55 iu and it was not resolving, and his glycemia got to 400/600 (units and normal range not provided), which was considered serious by the company due to medically significant reasons. It was provided that insulin aspart had to be bought for the patient to have lunch (as reported). No information regarding outcome of this event was provided. It was also reported that the reporting consumer wondered if the insulin glargine expiration date had any relatedness with the high blood glucose, as it had an expiration date of sep2020. Also, it was reported that all of the new insulin glargine found in the bought box was yellowish, however it looked that the yellowish color was the cartridge painting. On (B)(6) 2020 it was confirmed by the reporting consumer that the insulin was totally colorless. Furthermore, the patient stored the hpsr #1 correctly, did not reuse needles and performed the pen calibration. No information regarding additional corrective treatments, lab tests and outcomes for the remaining events was provided. It was provided that, on an unspecified date, insulin glargine with a new unspecified batch number was bought and that, if all got normal, the reporting consumer would contact company again because the problem would have been in the previously reported batch number. Reportedly, the patient would consult with a physician on (B)(6) 2020. Insulin glargine therapy status was unknown. The operator of the device and their training status was not provided. It was unknown how long the humapen savvio red model had been used (maximum six years). It was unknown how long the hpsr #1 (lot: c338220a/1405v07) had been used. The hpsr #2 (lot: 1410v01) had been used for about five years. The return status of the reported devices was not reported. The reporting consumer did not provide an assessment of relatedness. Update 06mar2020: additional information received from the initial reporter on 03mar2020 and 04mar2020 was processed within initial case entry. Updated 09mar2020: upon internal review, on 09mar2020, it was determined that the case (B)(4) is a duplicate of this case; therefore, (B)(4) will be deleted from database. All information from (B)(4) had been captured in this case. Edit 10mar2020: upon internal review of initial information received on 03mar2020, updated batch number of humapen savvio red #1 from c338220a to c338220a/1405v07. Narrative was updated accordingly. Update 11mar2020: additional information was received on 05-mar-2020 from initial consumer reporter. Added: initial consumer reporters contact details; details about non-serious event of lack of drug effect; new serious event of blood glucose increased; insulin aspart as new treatment drug; new dosage regimen of insulin glargine with 55 iu; details about insulin glargine being colorless; information regarding new unspecified batch of insulin glargine being bought and consult with a physician on (B)(6) 2020. Corresponding fields and narrative updated accordingly. Update 13mar2020: additional information received from the call center on (B)(6) 2020 confirmed that the five day hospitalization referred to the same one the patient was hospitalized due to very high blood glucose. No updates were added into the case. Edit 18mar2020: upon internal review of initial information received on 03mar2020, the insulin nph was recoded using the company dictionary (human insulin (rdna) nph unk manu). Causality and expectedness considering this insulin was added. Narrative and corresponding fields were updated accordingly. Edit 19mar2020: updated medwatch fields for expedited device reporting. No new information added.